Manufacturer narrative:
(B)(4) - (lens tore in cartridge). Complaints of this nature are being investigated under iaca (B)(4).

Event description:
The surgeon attempted to implant aq2003v silicone lens. The lens tore in the cartridge prior to insertion into the eye. The facility stated that the cartridge malfunctioned.